Manufacturer narrative:
This report is submitted to FDA after user report has been filed in (B)(6), (B)(4).

Event description:
Due to an overheating of the home ventilation device, the mask was not applied to the patient. The patient could not be breathed home. The device had to be replaced.